Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during preparation of a 26 mm sapien 3 valve, a black thread like material was seen on one of the leaflets. The valve was washed in each bowl for 1 minute per instructions for use. The particulate could not be removed and remained attached to the leaflet. The valve was not used. A second valve was opened and successfully implanted with no complications.

Manufacturer narrative:
The valve was returned in a solution jar without the valve holder or serial ID tag.  A review of imagery provided showed a thread-like particulate on the inflow side of one of the valve leaflets. Based on this observation, the complaint for valve particulate can be confirmed.  A visual inspection of the returned device showed the following: the particulate was noted on the inflow side of the ¿cp2 leaflet¿. It was removed from the leaflet for further evaluation; the particulate was measured to be approximately 6 mm in length. When viewed with the unaided eye, the particulate had a ¿black threadlike¿ appearance. However, when viewed under magnification, it was revealed that the particulate was more appropriately ¿silver metallic¿ in nature.  As no abnormalities aside from the particulate was noted on the thv, and due to the nature of the complaint, no dimensional/functional testing was conducted on the thv.  Material analysis was performed on the isolated material collected from the complaint site with fourier transform infrared spectroscopy (ftir). The results scan from ftir indicated the material showed similar absorption characteristics when comparing to ¿sodium chloride¿. It is possible the ftir detected residual salt present on the surface of the particulate from the thv storage solution. As the particulate was suspected of being metallic, the particulate was then submitted for further analysis with energy-dispersive x-ray spectroscopy (eds). The results of the eds suggest that the particulate is stainless steel. A clean room walk through of the singapore manufacturing facility was performed to identify possible sources of stainless steel material contamination. Based on the review, all tools/fixtures/workstations were properly maintained and there were no non-conformances or abnormalities noted that could have contributed to the complaint event. A review of the sapien 3 manufacturing process including gowning procedure supports that proper inspections are in place to detect mitigate against and detect for the failure mode valve particulate contamination. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints.  A review of complaint history from march 2019 to february 2020 revealed additional returned similar complaints for valve ¿ particulate, contamination on the sapien 3 thv (all models). The complaints were confirmed, however, no manufacturing non-conformances were identified in the returned device evaluations.  A review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. At this time, no manufacturing deficiency has been confirmed. Additionally, no labeling/training/IFU deficiencies were identified. As such, a product risk assessment escalation is not required. The complaint for valve particulate contamination was confirmed. A 6 mm length particulate strand, identified to be potentially stainless steel, was detected on the inflow side of the thv leaflet. Investigation of the device, complaint history, lot history, DHR, and manufacturing line revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. As such, a manufacturing deficiency cannot be confirmed at this time. However, as material analysis suggests the particulate to be stainless steel, which is a material found on the manufacturing line for the device, a corrective action preventative action (CAPA) has been initiated to drive and document further investigation on the source of the issue, and awareness communication has been conducted as a precautionary measure.

Manufacturer narrative:
Reference CAPA-20-00141